Event description:
In 2009, the pt reported that for the past week she has had elevated readings in the 400 mg/dl range when she wakes up in the morning. She believes this is due to her insulin infusion sets. At 5am and 6am this morning her blood glucose was in the 200-250 mg/dl range. She bolused 1.5 units of insulin and her reading elevated to 415 mg/dl. She bolused 4 more units of insulin at 8:42am and another 3 units at 9:35am. She stated she changes her headset every day and she changed it this morning. When she tried to fill the headset, she received an e4 (occlusion) error on her infusion device. She changed it again and was able to successfully prime and insert the headset. She said her blood glucose continued to elevate so she removed the headset and tried to prime through the needle but nothing came out. She received another e4. She said prior to the report she changed her tubing and headset, using a new box of infusion sets, and was able to successfully prime without error. She said her reading was 466 mg/dl but has now decreased to 415 mg/dl. She stated she is a "brittle diabetic" and yesterday her blood glucose was low. She said she did not test but ate until her reading came back to normal. She said that last week she had a reading of 60 mg/dl. Symptoms of low blood glucose are sweating and her eyes flashing as if someone is turning the lights on and off. She ate breakfast to correct her reading. Product was requested to be returned for eval.